Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina and stenosis are listed in the xience xpedition instructions for use as known patient effects. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with coronary heart disease. On (B)(6) 2014, coronary angiography was performed and a 4.0x33 mm xience xpedition stent was implanted in the mid to proximal left anterior descending artery (lad) with 50% stenosis in the proximal lad and 90% stenosis in the mid lad lesion. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for chest tightness for two weeks; which was diagnosed as chronic heart disease. Angiography showed the proximal lad with 90% diffuse stenosis and 80% restenosis of stent. Balloon angioplasty was performed and medications were administered. The patient was discharged on (B)(6) 2017 and the patient is in good condition. No additional information was provided.